Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to contamination within the air and water channel, the additional evaluation findings are as follows: the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end cap was worn, the distal end adhesive was worn, the insertion tube had evidence of crush marks, the left/right angulation directions was not to specification, the up/down angle play- was not to standard, the electrical safety test was not to specification.

Event description:
The customer reported to olympus that the gastrointestinal videoscope distal end/cover was defective, and the adhesive was worn. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: contamination was evident in the air and water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.